Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens(iol) implant procedure, the patient had an unexpected outcome of 0.5d. One month following the procedure, the patient reported an inability to read with clarity. The lens was removed in a second procedure and replaced with a different power. Additional information was provided by the surgeon that the patient's symptoms have resolved and patient satisfied with results.